Event description:
It was reported that when using the bd pyxis medstation system, pa1irperi the pyxis thought that the refrigerator door was open but it was not, which hindered users from accessing medication for a patient. The customer stated that there was a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the intermittent failures in remote manager latch at the station. A field service engineer found no failures in hta and then cleaned contacts and applied conductive grease. The system functioned as intended after the field service engineer troubleshooted the device.